Event description:
It was reported that the cast cutter continued to run on its own during a cast removal. The procedure was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the rocker switch, bearings, and worn brushes, which were each replaced along with other components.